Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97715 (nme836157h); product type: 0197-implantable neurostimulator; implant date (B)(6) 2023; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported they have 2 ins and one of them felt like the battery was moved and having difficulty to charge the ins. Pt stated when charging the ins they will get good connection and they will not move, try to 're-hook' it up and hope that it works. Pt also mentioned it took about 3 hours to charge the ins. Pt stated when they feel the battery in their back the one that goes to their neck, they can feel the top part of the ins but not the lower part. Agent had difficulty understanding the patient. When asked for event date pt said it's been happening for a while, and they didn't realize that the ins was moved and said probably, 'good 6 months'. Agent reviewed information. Agent redirected pt to their hcp to further address the issue.

Manufacturer narrative:
See related report for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back and repeated previously documented information. Patient clarified that for about 3 months their charge quality has been fluctuating from excellent to poor every 5 minutes without them moving the recharger. Patient has 2 implants and uses the same recharger for both implants; patient noted they have no charge quality issue when charging the lower back implant. Patient spoke to representative(rep) today who advised to replace the controller. Patient reported no visible damage to controller port or recharger, but heard rattling noise inside the controller. Patient commented that it takes so long to charge the implant that they get frustrated and stop. Patient repeated that the implant in their neck feels like it has moved inward and they can only feel the top part of the battery and noted that they noticed this in the same time frame that they began experiencing the charge quality issue, which as previously stated was about 3 months ago. Agent sent request to repair for replacement controller and redirected to hcp to further address if issue persists. Additional information was received from the manufacturer representative (rep). It was reported that the rep reiterate the difficulty charging. There was intermittent recharging patient will get excellent communication then looking for device. He called patient services and received a new remote and the same thing occurred. Patient reports ins feels tilted in pocket making it difficult to charge. He sees the surgeon on thursday. The rep later reported that after being seen by healthcare provider (hcp), it was determined that the battery is slightly tilted, making it difficult to recharge. The patient had follow up x-rays today. Hcp discussed a pocket revision. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). The rep noted the issue has been resolved, they are going to do a pocket revision.